Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter leaked. The reporter stated that the device leaked from around its adapter when a non-baxter antibiotic vial was activated during patient use. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.